Event description:
The customer reported that the unit shuts down when they hit the charge button.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.